Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Reportedly, the patient did not calibrate after the inaccuracy. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: if you have not used the calibration code, you must manually calibrate your g6 using values obtained from a blood glucose meter and fingersticks daily. You must calibrate immediately when the g6 notifies you. If you haven¿t calibrated when notified, your g6 may not be accurate, so use your glucose meter to make treatment decisions until you calibrate your g6.